Manufacturer narrative:
(B)(4). Date sent 4/9/2025. D4 batch #137d93. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage with the anvil inside a plastic bag. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the anvil locking spring had some scratches and that the trocar was damaged. However, the anvil was installed onto the trocar with slight difficulty. It is possible that the scratches on the anvil locking spring were caused by the damage on the trocar. In addition, the device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. This defect of the trocar damaged has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, a photo was loaded at product complaint level an it shows the device along with the anvil and the safety engaged. A manufacturing record evaluation was performed for the finished device batch number 137d93, and no non-conformances were identified.

Event description:
It was reported that during a robot assisted rectal cancer surgery, the anvil and the housing could not be attached. The spring on one side of the anvil was stuck in a pressed position and did not return, so it was not possible to connect it with the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 3/18/2025. D4 batch # unk. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 3/31/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.